Manufacturer narrative:
Results: bd received representative samples for evaluation from customer for lot# 6070986. All (B)(4) samples were evaluated for customers' indicated failure mode of sleeve leakage. No defects or leakage on returned samples was identified and could not confirm customers' indicated failure mode. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6070986. Conclusion: unconfirmed complaint. An absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that the back end adapter (rubber sleeve) from a 21 g x 1.25 in bd eclipse¿ blood collection needle with luer adapter, leaked during collecting and changing of blood sample tubes. No serious injury, blood to mucous membrane exposure or medical intervention was reported.

Manufacturer narrative:
The initial MDR was submitted with an incorrect date of event. The correct date of event is (B)(6) 2016.